Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID:  product ID 9735670, serial: (B)(6), product ID: 9735821, h3, h6) no parts have been returned to the manufacturer for analysis. Applicable codes: b17, c20, d15 multiple fdd/annex a codes were reported. A0902 was coded for the the amber light illuminated on the camera allegation. A1102 was coded for the localizer faulted error message allegation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying a localizer faulted error message when entering an optical spine procedure. The system had a green and amber light illuminated on the camera. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the camera had experienced an erroneous error.

Manufacturer narrative:
H3, h6) the system was serviced in field and hardware parts were replaced and the system then performed as intended. Codes b01, c07, and d02 are applicable. H3, h6) the product ID: 9735821, lot number: p901171, was returned to the manufacturer for analysis and analysis confirmed the reported event. It was reported that the returned positioning sensor unit (psu) had deep nicks and scratches on the housing and lenses. A check of the event log showed many intermittent firmware incompatibility messages dating back to (B)(6) 2018. There was an illuminator voltage low message in (B)(6) 2023, and a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .622mm with a passing threshold of .250mm. The psu also failed an accuracy test (aak) at .662 millimeters (mm) with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable to this returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.